Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that the patient's monitor was not powering on properly when the batteries were inserted. The patient was not issued a replacement monitor, as the patient ended use due to improved condition.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (battery not holding charge in monitor) was confirmed. As received, the monitor was unable to power on properly when the battery was inserted. A root cause analysis is currently underway. A supplemental report will be sent upon completion. No adverse event resulted from the defective monitor. The patient was not issued a replacement monitor, as the patient ended use due to an improved condition.